Manufacturer narrative:
Medtronic received the following information from the journal article entitled: fenestration of an iatrogenic aortic dissection after endovascular aneurysm repair. Jip l. Tolenaar, jasper w. Van keulen, evert-jan vonken, joost a. Van herwaarden, frans l. Moll, and gert j. De borst journal of endovascular therapy 2011 18 (2) https://doi.org/10.1583/10-3330.1. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular aortic repair of a pseudoaneurysm. The patient previously had an open repair of an abdominal aortic aneurysm with an aortobi-iliac prosthesis and a pseudoaneurysm was diagnosed at the proximal anastomosis two years post the procedure. CT two days post the evar procedure showed a type b dissection extending distally from the origin of the left subclavian artery down to the left renal artery. The patient was asymptomatic and was treated conservatively initially. However, later that night the patient developed pain, accompanied by blood pressure drop and malaise. Angiogram showed that the dissection flap had created a dynamic stenosis. It was decided to treat the patient with a balloon fenestration of the intima and the event was reported to have resolved.